Manufacturer narrative:
Date of event was only reported as the (B)(6) 2020. Multiple attempts have been made to obtain clarification on the month of the event to this complaint. However, no further information has been made available. Device evaluation was completed on 10/20/2020. Sheath was inspected and visual analysis revealed that the hemostatic valve appears dislodged inside of the hub. Brim cap and friction ring remain intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to excessive force and handling of the sheath during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the sheath was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and a hemostatic valve separation issue occurred. The physician was preparing the transseptal puncture with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and noticed a resistance in the hemostatic valve while trying to advance the dilator. It was not possible to advance the dilator in the sheath. The sheath was replaced and the issue was resolved. The procedure was successfully completed without patient consequences. With the information available, this event is being conservatively assessed as a MDR reportable hemostatic valve separation issue since it is most likely that the dilator could not be advanced due to a malfunctioning, or dislodged valve. The biosense webster, inc. Product analysis lab received the device for analysis and it was observed on 10/13/2020 that the device was returned in the condition reported as the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. The hemostatic valve issue remains assessed as an MDR reportable issue.